Manufacturer narrative:
(B)(4). Phone number: (B)(6). Manufacturing site: (B)(4). Manufacturing date: october 15, 2013. Expiry date: october 01, 2023. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the plate was manufactured at (B)(4) site according to the specifications in october 2013. The complete lot passed final inspection without any findings. The lot was released after final quality inspection with no non-conformance reports. With available information, we are not able to make any decision whether this complaint is confirmed or not. No clinical (x-ray pictures) available. The plate itself is intact and shows no irregularities. No visible damage could be identified. All 3 screws are intact and shows no irregularities. No visible damage could be identified. We are not able to identify / reproduce any root cause for the reported problem. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Unknown when device migrated. This report is for unknown plate/unknown lot number. Unknown part number, unknown lot number, UDI is unavailable. Original date of surgery is unknkown. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(4). The plate migrated. The plate was supposed to be in the right position, but it did not. Removal surgery was performed. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a preformed reconstruction plate and reconstruction plate with condylar head were used for initial surgery (incision of left mandible). Removal surgery of the plate took place on (B)(6) 2016 due to being protruded plate from the normal position. The plate migrated. The plate was supposed to be in the right position, but it did not, and removal surgery was performed, this complaint involves 1 part. This report is 1 of 1 for (B)(4).